Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was doing well.

Event description:
It was reported that during a refill, the actual residual volume was less than the expected residual volume. The specific values for volumes were not provided. It was noted that they were only able to aspirate a few drops. The low reservoir alarm was set to 1 milliliter (ml) and was changed to 2 ml. The patient was reported to be doing well with no symptoms. The pump was being used to deliver lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.